Event description:
Patient called alleging that meter does not power on. Patient replaced the batteries less than a year ago. No information on whether patient experienced any symptoms at the time of testing. Patient contacted a medical professional for advice and did not receive any treatment. Customer service checked the batteries and made sure they were correctly installed and were in good condition and meter still did not power on.